Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011, that a customer had an issue with a hemodialysis catheter. The customer reports: the catheter is leaky, during aspiration - catheter sucks air. The leaky area is on the y-part of the catheter. Pt status is well. The catheter was removed and replaced.